Event description:
It was reported that stent damage occurred. The 85% stenosed, target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion due to the calcification and after attempting several times, it was noticed that the stent strut was damaged. The procedure was completed with a different device. There were no patient complications and the patient was in good condition.